Event description:
It was reported that during the procedure, when removing from patient the subject catheter tip was unraveled/deconstructed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin ¿ added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the subject catheter shaft was seen to be kinked/bent. There was a dried blood noted in the shaft. The catheter shaft was seen to be broken/fractured 54 and 82 cm from the hub. The functional inspection, not carried out due to the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the catheter unraveled/deconstructed during removal from the patient. During analysis the catheter shaft was seen to be kinked/bent. There was a dried blood noted in the shaft. The catheter shaft was seen to be broken/fractured 54 and 82cm from the hub. It is probable that the catheter tip was subjected to tensile forces during removal. Additionally, unknown anatomical factors may have contributed to the observed failure. In addition, dried procedural fluid was observed, which may be indicative of insufficient flushing. An assignable cause of procedural factors will be assigned to as reported ¿catheter tip broken/fractured during use¿ as well as analyzed ¿catheter shaft kinked/bent¿, ¿catheter shaft broken/fractured during use¿ and ¿catheter tip broken/fractured during use¿ as the complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, when removing from patient the subject catheter tip was unraveled/deconstructed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.